Event description:
It was reported that a device reset was found on carelink transmission. The patient was seen in the physician office and had the device reprogrammed. The device is still in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset (por) parameters were noted. The device experienced a critical ram parity error por on (B)(4) 2012 in location "1c 28." The device should be able to recover from the event and continue normal function.